Event description:
It was reported ongoing occlusion alarms occurred. The customers blood glucose level was displayed as "high" specific value unknown. The customer handled the situation by administering a manual dose injection. Ultimately, a replacement pump was sent and the customer reverted to manual dose injection.